Event description:
It was reported that this pacemaker was exhibiting oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. Review of device data by boston scientific technical services confirmed the presence of anti-tachycardia response episodes, as well as pacing inhibition with greater than two seconds of asystole. Low intrinsic amplitudes as well as a drop in pacing impedance measurements were both observed on the ra and rv channels. While the power consumption of the pacemaker had increased, this correlated to the rv output being programmed higher than normal. No changes were made, and the pacemaker remains in service. No adverse patient effects were reported.